Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse visually noticed the main arm z axis binding, and also saw that the plarail chain z axis screws had fallen off. Fse confirmed reported error by reviewing error logs, and reproduced the error. Fse manually moved the main arm z axis and confirmed it was binding. Fse resolved complaint by cleaning and lubricating the sorter, the main arm z axis ,and putting the fallen screws back in z axis plarail cable clamp. Fse checked the tip adjustment by running a get tip macro for the sorter head, and successfully validated instrument by performing quality control run without error, results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2207; no tip acquired by sorter. Cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to binding main arm z axis, and loose plarail cable causing resistance.

Event description:
A customer reported getting error message, "2207 no tip acquired by sorter," on the aia-2000 instrument. The customer thinks the alignment might be off because the sorter is skipping tips in the box. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for estradiol (e2), luteinizing hormone (lhii), follicle stimulating hormone (fsh) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.